Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility that this phenomenon was attributed to the electrical short circuit in the camera cable or the corrosion of the electrical contacts of the video plug due to the damage and leakage of the subject device by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Furthermore sorc found that there was a water immersion into the camera head of the subject device, also the camera cable was kinked and had leakage. There was no report of patient injury associated with this event.